Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 4 degenerative mitral regurgitation (mr) and a prolapsed leaflet for a mitraclip procedure. One clip was deployed. Upon deployment a single leaflet device attachment (slda) was observed. The clip was detached from the posterior leaflet and remained attached to the anterior leaflet. Two additional clips were implanted. The final mr grade was 1. Per the physician, the slda was due to the leaflet integrity.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and per the physician, the reported slda was due to patient condition. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.